Manufacturer narrative:
The device was returned to edwards for evaluation. Evaluation is in progress. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. Calcification is a well-recognized failure mode of bioprosthetic valves. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), and mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although patient factors are believed to play a crucial role in the development in bioprosthetic tissue calcification, the underline mechanism is still not fully understood. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received information that a 19mm aortic valve, implanted approximately five (5) years and one (1) month, was explanted due to aortic stenosis and regurgitation secondary to calcification. The device was originally implanted for aortic valve replacement to correct aortic stenosis. The device was explanted and replaced with a 19mm aortic valve with no adverse patient events reported. The patient status was reported as ¿recovered¿. The device was returned for evaluation. Multiple cardiac surgical procedure: ascending aorta replacement at explant. There was no allegation of device malfunction.

Manufacturer narrative:
Reference CAPA: 20-00141.

Manufacturer narrative:
H3. Customer reports of stenosis, calcification, and regurgitation were confirmed through observed calcification and host tissue overgrowth. X-ray demonstrated wireform intact, heavy calcification on leaflets 1 and 2, and minimal calcification nodules on the host tissue overgrowth encroaching over leaflet 3. Heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately ­­7mm on leaflet 1 at the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately ­­5mm on leaflet 1 at the outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 1.5mm at commissure 2 on the outflow aspect. Host tissue on the stent circumference was moderate at both the inflow and outflow aspects. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sutures remained attached to the sewing ring near commissures 2 and 3. Sewing ring was cut in multiple areas around the valve and was partially cut off around leaflet 2, exposing the wireform on the inflow aspect. Wireform was also exposed on commissures 1 and 3 and around leaflet 3 on the outflow aspect. H11. Corrected data: updated section h3 and h6.